Event description:
Upon routine maintenance inspection of this device, it was discovered that the vibration dampeners (MFR's p/n 700098-200) holding the motor control circuit board and relays hd1, hd2, and hd3 were deteriorated almost to the point of separation. The circuit board and relays appeared to be about to fall off of the vertical chassis surface. The device was kept out of service while new dampeners were ordered and replaced. The same problem was found and corrected in a second unit of the same age. In a third unit, two years older, the dampeners still appeared secure and undamaged.the manufacturer explained that one of their suppliers changed the composition of the dampeners without notification, and that they had observed the problem of premature deterioration in a number of other machines. To our knowledge we had received no notification of this known problem.======================manufacturer response for blood cell processor, cobe (per site reporter).======================manufacturer confirmed problem of premature deterioration of vibration dampeners in certain devices.